Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an inappropriate shock from his device. Patient was asymptomatic. Programming changes were recommended. Patient later presented for surgery and a dual chamber device was implanted. Device remains implanted and patient's medication was planned to be adjusted. No patient symptoms were reported.